Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow and down arrow buttons were under responsive and that the keypad cover was thinning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2015 with the following findings: visual inspection found no physical damage to the keypad. The contrast button responded to user presses intermittently; all other buttons responded to presses appropriately. The keypad was removed. Contamination was found under all the button contacts. The reported complaint (up and down arrow buttons were unresponsive) could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.